Manufacturer narrative:
Age at time of event: (B)(6) years old at time of study enrollment.

Event description:
It was reported that the stent fractured. The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on (B)(6) 2016. The target lesion was located in the left distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 30 mm long with a proximal reference vessel diameter of 5.5 mm and a distal reference vessel diameter of 5.5 mm. It was classified as a tasc ii a lesion. The target lesion was treated with pre dilatation with placement of a 7 mm x 40 mm study stent. Following post-dilatation, the residual stenosis was 10%. On (B)(6) 2016, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, small fractures of the stent structure were noted. No action was taken in response to this event.